Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they were having issues with quality controls for the ise tests on the cobas 6000 c (501) module - c501. The customer also stated that an erroneous result was reported outside of the laboratory for one patient sample tested for ise indirect na for gen.2 (sodium). The problem sample initially resulted as 128 mmol/l and this value was reported outside of the laboratory. The sample was repeated twice on a different analyzer, resulting as 145 mmol/l and 144 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number was e13, with an expiration date of 11-jun-2018. The customer stated that they checked the analyzer for salt bridges and leaks, but none were found. They checked all system reagents and all reagent levels were within acceptable ranges. The customer performed an air purge. The customer also performed an ise check and results were acceptable. The customer stated that the issue still occurred after these actions. The customer believed that all controls were acceptable and these are run every 8 hours. The customer calibrates the ise tests once every 24 hours and fresh calibrators are always used. The field service engineer could not determine a cause. He found that an incorrect cleaning reagent was installed in place of a different system detergent. He replaced the bottle with the correct detergent bottle. He performed 5 incubation bath exchanges, cleaned and checked the ise assembly, moved sipper tubing back from a nozzle, and checked for salt buildup around the reference electrodes. He also checked the rinse mechanism and sample probe. He ran ise checks and precision studies successfully. After the field service engineer replaced the detergent bottle, the customer stated that they have had some controls that were outside of range and occasionally, patient sample results seem low. The customer noted that this occurs with all of their c501 analyzers. No further details were provided in relation to these issues. The customer noted that the humidity in their laboratory is often below 25%. The customer spot checked other patient samples after the issue with the problem sample and repeats of these samples agreed with the initial results. The customer stated that they are now repeating sodium for all samples recovering less than 130 mmol/l or greater than 150 mmol/l. A portion of the customer's patient population are kidney transplant patients. The customer receives very few outpatient samples and assumed that the problem sample was from an in-patient.

Manufacturer narrative:
The same patient sample also had erroneous results for ise indirect k, ci for gen.2 (potassium, chloride) that were reported outside of the laboratory. The sample was repeated twice on a different analyzer and the repeat values were believed to be correct. A corrected report was issued for the chloride value. The sample initially resulted with a potassium value of 4.1 mmol/l, which repeated as 4.6 mmol/l and 4.7 mmol/l. The sample initially resulted with a chloride value of 90 mmol/l accompanied by a data flag, which repeated as 107 mmol/l and 106 mmol/l. The patient was not adversely affected.

Manufacturer narrative:
The customer later clarified that the potassium and chloride results were not reported outside of the laboratory. The investigation was unable to find a definitive root cause. Calibrations showed a good performance of the ise unit.